Event description:
Reporter indicated a 302-20 vns lead was noted to be broken at the distal electrode after it was connected to the vns generator during an initial implant surgery. Another vns lead was used to complete the procedure. The reporter stated, the lead was not accidentally damaged. The suspect lead has been returned and is in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.